Event description:
A home pt (hp) contacted baxter and reported a cassette with a leaking pt line. Per the hp's nurse, there was no pt injury or medical intervention associated with this event.

Manufacturer narrative:
The sample was discarded by the customer and is not available for eval. Renal product surveillance, quality engineering and plant mfg will continue to monitor this product line.